Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that their laboratory information system (lis), which is connected to the dimension exl with lm instrument, retrieved a previous patient's lipase result for another patient sample. Siemens reviewed the information provided and determined that the non-siemens lis recycles sample ids and the customer did not delete the result retained for the patient from 2017. The customer reported that there were no discordant result produced by the dimension exl with lm instrument. The cause of the event is related to the functionality of the lis and the operator's method in handling replicated sample ids. The siemens' instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A non-siemens laboratory information system (lis), that was connected to a dimension exl with lm instrument, recycles sample ids and the lis retrieved a previous patient's lipase result from (B)(6) 2017 for a patient sample run on (B)(6) 2018. The customer reported that a comprehensive metabolic panel, excluding lipase, was ordered on the patient sample on (B)(6) 2018; since the lipase method was not ordered on the patient sample, the lipase result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the non-siemens lis retrieving a previous patient's lipase result.